Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged when it was dropped. The customer states the pump had partial display were unable to read it. The customer's blood glucose level was 77mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis. The customer would be receiving replacement pump, but declined to return damaged pump at this time.